Event description:
A customer reported to baxter corporate product surveillance a clearlink continu-flo solution set in which it was difficult to adjust and close the roller clamp. This resulted in the nurse staff utilizing the slide clamp to make sure the tubing was completely closed off. According to the report, without the use of the slide clamp, the tubing dripped a small amount with a closed roller clamp. The alleged defect was observed during priming. Therefore, there was no patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.